Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up post-paced t-wave over-sensing was exhibited on the ventricular lead. Reportedly, the issue was resolved by increasing the post-paced threshold. There were no reported patient symptoms.